Manufacturer narrative:
(B)(4), date sent: 7/19/2021. D4: batch # u5dv4d. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2021. Additional information received: surgeon stated that the patient was male with right lower lung cancer, stage 1. The area around the phylum made this case technically difficult. The surgeon usually takes artery, vein then bronchus. This time he took vein, bronchus then artery. He had a 360-degree view around the artery. There was no resistance when firing and the device fired and did not staple. Unfortunately, since they had a cut with no staples there was hemorrhaging. The patient had hypotension with a pressure of 40-50 systolic. Control of the bleeding was done. The team did a great job at controlling the other side. They were able to get the patient out of the theater and the following day the patient was extubated. 48-hours later the patient passed due to cardiac disfunction and acute lung injury due to the blood transfusion. The patient did not have neoadjuvant therapy. There were no lymph nodes that light up on the CT-scan but once again this was a challenging case. They are still awaiting the autopsy report.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Right lower/middle lobectomy. 1st firing on the pulmonary vein used pvs with vasecr35, staples formed properly and good transaction. 2nd firing on the pulmonary artery used pvs with vasecr35, staples not formed and transaction completed, vessel left open and bleed out, please refer to photo of staples. Bleeding. Controlled via. Compression and completed full lobectomy. Access to vessels difficult as tumor located posteriorly and tissue in poor condition and inflamed. Event date confirmed; (B)(6) 2021. Patient recovered in ICU, eating well. Unfortunately patient had respiratory/cardiac failure on the friday, (B)(6) 2021 and sadly passed. 1st firing on the pulmonary vein used pvs with vasecr35, staples formed properly and good transaction. 2nd firing on the pulmonary artery used pvs with vasecr35, staples not formed and transaction completed, vessel left open and bleed out, please refer to photo of staples. How was the bleeding addressed? Bleeding. Controlled via. Compression and completed full lobectomy. How was the procedure completed? Bleeding. Controlled via. Compression and completed full lobectomy. Access to vessels difficult as tumor located posteriorly and tissue in poor condition and inflamed. Additional information was requested, and the following was obtained: can it be confirmed that the entire width of compressed vessel was proximal to cut line? Will have to find out. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Will have to find out. What was the approximate blood loss? Was a transfusion required? What was the cause of death? Patient had respiratory/cardiac failure. Does the surgeon believe that the issue with device caused or contribute to the patient death?

Event description:
It was reported that the powered vascular stapler pve35a fired with white reload, knife blade cut through however no staples formed.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. The account provided 5 photos images: this is an analysis for a pve35a submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows unformed staples in the tissue. The second photo shows tissue. However, the quality of the photo it is not possible to determine if the staples have the proper formation. The third photo shows unformed staples in the tissue. The fourth photo shows a surgical instrument support a needle. And tissue with staples and appears to be that some are unformed. The fifth photo shows tissue in the hands of the user. Based on the review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.